Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, the patient underwent l4-l5 fusion. On an unknown date, post-op, cage backed-out. Hence, the patient underwent a revision surgery to remove the backed-out cage. The fusion was also extended to l2-s1 during this surgery.